Manufacturer narrative:
Device is a combination product. (E1) initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks either side of the bi-component bond. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. During removal, it was noted that the stent distal part was deformed and wrinkled. The procedure was completed with a 16mm synergy stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. During removal, it was noted that the stent distal part was deformed and wrinkled. The procedure was completed with a 16mm synergy stent. There were no patient complications nor injuries reported.